Event description:
Surgeon was performing a cranial tumor resection procedure using navigation system. It was reported by a hospital staff member that the navigation screen "froze" during the procedure. The dr aborted navigation, but did not abort the procedure. It was further reported that after the surgeon aborted navigation, he allegedly nicked a vein which caused additional bleeding. To reduce the amount of blood loss, the surgeon finished the procedure and closed the patient as quickly as possible. It was reported the day following the procedure that the patient subsequently died. By filing this form, no conclusion has been drawn to what, if any, cause is attributable to the navigation screen "freezing."

Manufacturer narrative:
Inspection of the device in 2008 revealed that the foot pedal has been activated which is a provided feature for freezing the screen to allow for adjustment of images during the procedure. System was found to be within specifications in all regards.